Event description:
It was reported the pt presented with a intra cutaneous fistula six weeks after a "tvt" procedure had been performed. No prior problems. When taken back to surgery, it was found that the "tvt" had been placed through the small bowel.